Event description:
Per rep, surgeon using handpiece in a back procedure and in the process the bur whipped at a high speed. The bur engaged both the dura and the spinal cord of the pt severing it completely at the time and rendering the pt parapallegic. The pt proceeded in the hosp after that time to expire.